Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, it is reported that 1 electrode was not inserted at initial implantation. A date for explantation surgery has not been made available yet.

Event description:
Device malfunction. In situ measurements showed some affected channels. It is unknown if hearing performance with the device is affected, but the patient can still hear and discriminate sound. There is no report of accident or trauma. The clinic wishes to proceed with re-implantation, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, it is reported that 1 electrode was not inserted at initial implantation. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the symptoms mentioned in the recipient report.

Event description:
Device malfunction. In situ measurements showed some affected channels. It is unknown if hearing performance with the device is affected, but the recipient can still hear and discriminate sound. There is no report of accident or trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show some affected channels. It is unknown if hearing performance with the device is affected. The patient can still hear and discriminate sound. There is no report of accident or trauma.